Event description:
It was reported that the patient was alright and the physician believed the sleep apnea was related to the patient's swollen adenoid. No further relevant information has been received to date.

Event description:
It was reported that the patients' obstructive sleep apnea worsened post-implant prior to the vns being turned on. It was reported that there were no external factors (like medication changes, stress, etc.) That could have contributed to the increase in sleep apnea; however, it was indicated that the patient had a swollen adenoid. The doctor indicated upon follow-up that they hadn't completely ruled out that the swollen adenoid was related to the vns, but he believed that this possibility was low. The manufacturer's device history records of the patient's generator and lead were reviewed. The products passed functional and quality tests prior to release. Sterility was verified. No further relevant information has been received to date.